Manufacturer narrative:
Unit received with broken battery cap, corroded battery tube, cracked battery tube threads, minor scratched lcd window, and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump was damaged. The plastic housing was broken. His blood glucose level was not reported. The insulin pump was not holding the battery, causing the insulin pump to turn off. The battery cap snapped off as well. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.